Event description:
Customer reported receiving button error alarms on the insulin pump. Customer stated that they were having trouble with the act button and that it had to be pressed from a certain angle. Customer believes the button is flat. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.